Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system did not start up. There was no patient involvement. Additional information was received. The system was not booting up.

Manufacturer narrative:
Continuation of d10: concomitant product section d information references the main component of the system. Other relevant device(s) are: product ID: 9 736217, serial/lot #: (B)(6). The computer was returned to the manufacture for analysis. The reported problem could not be duplicated. The computer boots normally to the stealthadmin and stealth home screen with a known good ssd. Touch screen functioned normally without failure. No failure was found. Codes: b01, c19, d14 the ssd was returned for analysis and is still under testing at this time. Codes: b21, c21, d16 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: product 9736217, lot number: 007-2390669 was received by the manufacturer for analysis. System wouldn't boot-up. System remained black/blank. An electrical failure was confirmed. C02 and d02 are applicable. Previously reported code b01 is also applicable. Product 9736218, lot number: s6pwns0t301777t was received by the manufacturer for analysis. Reported problem could not be duplicated. At initial start-up the system reported that the system detected an issue during start-up. Once the system restarted the system functioned normally without failure. Previously reported codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.